Event description:
It was reported that there were concerns the cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that the device is at explant status. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that there were concerns the cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that the device is at explant status and there was a battery depletion (bd) error code. The battery dropped from 41% in october to 15% in december. Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Subsequently, the device was explanted and replaced. No additional patient adverse effects were reported. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that the device is at explant status and there was a battery depletion (bd) error code. The battery dropped from 41% in october to 15% in december. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Subsequently, the device was explanted and replaced. No additional patient adverse effects were reported.